Manufacturer narrative:
H.6. Investigation: customer reported a separation between tubing and the outlet of the drip chamber. The customer was unable to provide the affected sample since it was exposed to chemo. The customer did provide a picture with the report, which clearly shows a separation at the outlet of the drip chamber, and this complaint is verified. Without a failure investigation on the physical sample, the root cause cannot be established. A device history record review for model 10013364t lot number 20055612 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation. The following information was provided by the initial reporter: material no.: 10013364t batch no.: unknown (provided 10885403198915) we came across a tubing that completely came of the drip chamber while the chemo was infusing (see pictures attached). The tubing was a bd secondary set. Patient & staff presumably exposed to chemo drugs. No medical treatment was needed; just spill clean-up.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation. The following information was provided by the initial reporter: material no.: 10013364t batch no.: unknown (provided 10885403198915). We came across a tubing that completely came of the drip chamber while the chemo was infusing (see pictures attached). The tubing was a bd secondary set. Patient & staff presumably exposed to chemo drugs. No medical treatment was needed; just spill clean-up.